Manufacturer narrative:
Based on the results of the investigation, the reported event most likely occurred due to the use of a high frequency energy treatment device without keeping a sufficient distance from the tip. However, the exact type of material and the root cause of the event could not be definitively identified. The event can be detected/prevented by following the instructions for use in: gif-h290t operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope. Gif-h290t operation manual: chapter 4 operation:4.3 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There was no patient involvement.